Event description:
The customer reports the tip of the screw broke and remains in the patient's bone.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information and review of the returned product indicates that the product failure is contributed to the user facility exerting excessive force on the product which the IFU states can cause the product to break, fracture, or become damaged.